Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02184. It was reported the patient experienced ineffective therapy due to high impedances on the leads. X-rays were taken with no visible signs of damage. Surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced with a new lead. Reportedly, effective therapy was restored post operatively.